Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple button alarms (alarm 22) while attempting to reset the pump. Customer's blood glucose level was 226 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 22 issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cgm error issue could not be verified.